Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: partial deployment, stent detachment. Time of malfunction: during the procedure. Symptoms/ae: snaring of detached stent portion. It was reported that during an interventional stenting procedure in the superficial femoral artery (sfa) the absolute stent partially deployed at the target lesion; the tumbwheel froze and the stent could not be further unsheathed. During retrieval, the partially deployed stent was pulled into the introducer sheath and 2-3 mm of the distal end of the stent detached in the sfa. The detached stent portion as removed using a snare. There was no adverse patient sequela. Though requested no additional information was provided.